Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive peg kit was used during a percutaneous endoscopic gastrostomy procedure. The procedure date is unknown. According to the complainant, the patient had a stoma infection with discharge. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Correction: d8, h10. Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block b3 (date of event): date of event was approximated to (B)(6) 2020 as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not used past expiry date. Block h6 (patient codes): patient code 1930 captures the reportable event for patient infection. Block h6 (evaluation conclusion codes): the complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned.

Event description:
It was reported to boston scientific corporation that an endovive peg kit was used during a percutaneous endoscopic gastrostomy procedure. The procedure date is unknown. According to the complainant, the patient had a stoma infection with discharge. No further information has been obtained despite good faith efforts. Additional information received on 28aug2020: the initial g tube was placed on (B)(6) 2019. The patient's condition was reported to be good.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block b3 (date of event): date of event was approximated to (B)(6) 2020 as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was used past expiry date. Block h6 (patient codes): patient code 1930 captures the reportable event for patient infection. Block h6 (evaluation conclusion codes): the complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive peg kit was used during a percutaneous endoscopic gastrostomy procedure. The procedure date is unknown. According to the complainant, the patient had a stoma infection with discharge. No further information has been obtained despite good faith efforts. Additional information received on august 28, 2020: the initial g tube was placed on (B)(6) 2019. The patient's condition was reported to be good.